Event description:
It was reported that during an unknown procedure, the clips did not completely form. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out as intended. The device was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.